Event description:
Upon receipt of the device for regular maintenance, the (B)(4) confirmed a burnt part on the j4 connector on the accomp board. No injury or medical intervention was reported. No further information was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is the same or similar to the product distributed within the u.s.